Manufacturer narrative:
Evaluation summary: no devices or photos of the devices were returned for review. Primary operative notes were returned for review which were unremarkable. Revision notes state a significant amount of metallosis in the soft tissues of the joint; the other devices consisted of a durom shell with metal-on-metal articulation. In attempting to remove just the femoral neck from the stem, the entire stem came out with it, indicating that the stem was loose. X-rays were not provided for review. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. With the information provided, the femoral stem loosening was likely secondary to the metal particulate generation in the hip. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised due to loosening and pain.